Manufacturer narrative:
Insulin pump received with motor error alarm during occlusion test due to faulty forced sensor resistor. Insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, prime/delivery test, no delivery test, displacement test and rewind. The battery icons functioned properly. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that via phone call that customer had high blood glucose of 240 mg/dl, which was treated with bolus and set change. Customer reported that high blood glucose began 3 or 4 weeks prior to call. Customer did not go to the hospital but did contact healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there were no site or insulin issues; and settings were correct, however caller declined checking bolus wizard due to not using bolus wizard. Caller declined high pressure test and requested for insulin pump to be replaced. Insulin pump would be replaced.